Event description:
I was implanted with a medical device implant called essure on (B)(6) 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure. Weight gain, fatigue, adrenal problems, very painful intercourse, cramping, heavy periods, thyroid problems, gluten sensitivity, food allergies, painful cramping making me think I had appendicitis, anxiety, depression. I have had a number of blood tests showing I now have a slow working thyroid, and adrenals that are not working properly. I have been seen by nine doctors. I have had the following surgeries due to ensure, upcoming hysterectomy, (B)(6) 2014. The device is still inside of me/ or has been removed (B)(6) 2014. The device was not returned to the manufacturer. The device is in my possession. I have filed a previous adverse event report and here is my reference number #(B)(4) #medwatcher #mw156334.